Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. Approximately 10 ml of cleaner leaked from the vacuum trap of the instrument when tubing at feed-through fitting (ff16) had disconnected from the rbc (red blood cell) bath. The leak was contained within the instrument. The instrument also generated error conditions of vacuum and rbc bath overflow errors. The operator was wearing personal protective equipment of gown and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer emptied the vacuum trap and reconnected the tubing at feed-through fitting (ff16) on the rbc (red blood cell) bath resolving the leak and the error conditions. The instrument was verified with no further leaking observed. (B)(4).